Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient followed-up in clinic. Upon review, the right ventricular lead had noise that was reproducible with isometrics. No changes were made. The patient would continue to be monitored.